Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 21 tubes. The following information was provided by the initial reporter and translated to english. The customer stated: "during use no blood flowed in the tube. Tube was changed and there was no blood drawn. There was no patient impact."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 21 tubes. The following information was provided by the initial reporter and translated to english. The customer stated: "during use no blood flowed in the tube. Tube was changed and there was no blood drawn. There was no patient impact."